Event description:
The facility reported depleted batteries before use. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hosp rep stated that there were no reports of pt injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the reported condition confirmed. This issue is currently being investigated.